Event description:
It was reported that the physician's tablet was working "fine". Troubleshooting resolved the event.

Event description:
It was reported that the physician's tablet died and won't communicate. It was reported that a "funny error message" was observed. It was reported that there is an interruption in communication and the tablet will reboot for no reason. The physician indicated that two tablets are needed when interrogating patient's generators because the tablet always stops working with multiple error messages. A new usb cable was requested and additional troubleshooting will be performed when it is received. No additional relevant information has been received to date.